Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 125 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/19/2018 and open vial date is approximately 3 weeks ago. The meter memory was reviewed for previous test result history: 191 mg/dl (B)(6) 2017 01:51:00 pm fasting: yes, 241 mg/dl (B)(6) 2017 01:49:00 pm fasting: yes. Customer states that she has had to replace 3 meters in the last 3 weeks and all of the meters are not giving correct results. Customer states that the meters will either give high or low results. Customer states that she has cancer and is taking chemo and the meters does not work. The new meter that she just got from the pharmacy today is giving high blood sugar.